Event description:
It was reported the device was programmed prior to implant per sop (standard operating procedure). Device was handed off and the physician successfully implanted the device. A sterile sleeve was placed over the programmer rf (radio frequency) head and the rf head was placed over the implanted device. Telemetry was not established in spite of repositioning the head in multiple locations. On physician orders, the programmer was then turned off and restarted. Once the programmer was rebooted, "find a patient" was closed and linq software was chosen from the "other" screen and manually loaded. Once linq program was loaded, rf head was once again placed over the device, all green lights were seen and device was interrogated. Following interrogation, was able to program the device on and measure the r waves which were well above minimums. After implant, was able to establish telemetry and no additional problems were experienced. Physician was satisfied that device was working properly and case ended. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).